Event description:
Reporter indicated that a pt underwent revision surgery. It was planned to only be a generator replacement surgery. After the new generator was attatched to the existing leads, a system diagnostics resulted in high lead impedance. The surgeon explanted the existing lead and the new generator. Surgeon implanted the pt with a second new generator and lead. Reporter indicated that "clearly at the time of surgery, vns lead was frayed and thinned at cervical site." Further investigation indicated that a system diagnostic test prior to surgery also resulted in high lead impedance. Reporter indicated that the last acceptable diagnostic tests occurred in 2006. Pt experienced an increase in seizures prior to revision. It is unknown if the increase in seizures is above or below pre-vns levels.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a serious injury or death.